Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when knotting the suture during an open flap suturing in oral cancer, it was stated that after taking one knots, the suture thread was broken. The surgeon used an alternative suture to complete the procedure. There was no patient injury.